Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, self test and p-cap locks properly into reservoir. The electronic assemblies and motor assemblies were inspected and evidence of moisture damage on the pcba 1 was noted. The sensor and transmitter were able to connect and calibrate with the pump successfully. The following were noted during visual inspection: corroded battery tube, battery cap contact damaged, cracked keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, broken battery tube threads, cracked case (battery tube), scratched case, label damage (peeling, faded). In summary, customers alleged no communication between pump and sensor and transmitter was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. Pump passed displacement and self test. Exposed to moisture confirmed on the pcba 1. Cosmetic damage was confirmed at the battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack at battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1884. Troubleshooting was performed for cosmetic damage and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.